Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to infection, pocket erosion and purulent discharge. Reportedly, the skin on the sternum up the length of the lead was reddened, looking bruised. The physician placed a jackson-pratt (jp) drain at the device site during site closure. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The implanted lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this implanted lead had exhibited infection. Reportedly, the patient was treated with antibiotics when early signs of infection was noted. The patient was brought in multiple times for wound care, with open lateral site, green pus discharge and the skin around the xyphoid incision was red, flaky, and broken down. A revision was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) along with the implanted lead were explanted. Moreover, the physician placed a jackson-pratt (jp) drain at the device site during closure and the patient was to remain admitted at the hospital until a life vest was ordered at fit. No additional adverse patient effects were reported. The implanted lead was returned. Additional information from product investigation indicates that the allegation against the lead was not confirmed. Analysis of the returned product is not able to provide relevant information for infection-related allegations as pocket infection was known inherent risk of the device. Additional information from the s-ICD analysis revealed a lead impedance error. No information was available in latitude nxt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to infection, pocket erosion and purulent discharge. Reportedly, the skin on the sternum up the length of the lead was reddened, looking bruised. The physician placed a jackson-pratt (jp) drain at the device site during site closure. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The implanted lead was explanted.